Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received an occlusion alarm. The customer's blood glucose (bg) level was 400 mg/dl. The customer removed the pump and insulin injections were administered to address the bg. The pump supplies were changed the next day. As the pump supplies had been changed, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.